Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device in good condition. Functional testing was able to verify and duplicate the reported issue. It was determined that the main board was the root cause and was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited error 422 in the event log: system error 42,224. There was unknown patient involvement.